Event description:
The customer reported that during incoming inspection, during further manufacturing and on the field, they have found cracks on the housing of the device. Samples were saved and will be returned to quest. Product code 4007200, lot numbers 25304 & 25595.

Manufacturer narrative:
Add'l lot # 25595.